Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the event log. A ventilator inoperative error code related to the machine flow sensor was found in the log. Evt_mach_flow_drift_high means the machine flow sensor communication ceased and the sensor is stuck at same value. The device's machine flow sensor was replaced to address the issue. Additionally, an error code related to motor controller and an error code related to sensor offset were found in the log. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor. Evt_drift_debug means the sensor offset during drift calculation is too high. The blower assembly and system board were replaced to address these issues. These issues are not related to the reportable ventilator inoperative error/malfunction.